Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca. Additionally the r781 is measuring open. The root cause for the shorted q3 transistor could not be positively identified. The root cause for the open resistor could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca. Additionally the r781 is measuring open.    The root cause for the shorted q3 transistor could not be positively identified. The root cause for the open resistor could not be positively identified. No adverse events occurred from the monitor malfunction. Update as of 0805/2021: the open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. Electrode belt sn (B)(6) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing. Update as of 08/05/2021: this monitor sn (B)(6) was associated with a patient treatment event. A us distributor contacted zoll to report that a patient experienced a treatment event on (B)(6) 2021. The patient's spouse was present at the time of the event. It was reported that ems was called and externally defibrillated the patient and removed the lifevest. The patient was taken to the hospital and continued use of the lifevest. Per clinical review of the available download data, the patient was in vt at 320 bpm at 12:15:06. The patient's rhythm then degraded to vf. The lifevest correctly identified the treatable arrhythmias and subsequently recorded delivering five 0 energy pulses between 12:15:42 and 12:17:45, after which the device correctly prompted the patient's spouse to call for help and perform CPR. The patient continued to remain in vf until approximately 12:28:33 when an external defibrillation was delivered. The patient's rhythm at the time of the external defibrillation was vf. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm with CPR. The device was shutdown at 13:19:50.